Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device was firing on its own was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device anvil was difficult to extend\retract, the rear housing was observed to have separated from the mid-plate and the trigger screw was loose. It was further determined that the rear housing separating from the mid-plate was due to the trigger screw coming loose. It was determined that the device trigger screw had back out, which allowed the trigger body to move, resulting in the rear housing separation. It was further determined that the device failed pretest for visual assessment and locking collar assessment. The assignable root cause for the device coming apart- housing loose was due to component failure from wear and the assignable root cause for the anvil being difficult to extend\retract was consistent with lack of lubricant which is traced to maintenance.

Event description:
It was reported that during cleaning while inspecting instruments, it was observed that the impactor device came apart and was firing on its own. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: e1: the initial reporter's phone number was not provided. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).